Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited varying pacing impedances and an increased sensing integrity counter (sic). Detections were programmed off, and the lead will be revised. No patient complications have been reported as a result of this event.